Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to cracking of the lead or fracture. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to a crack in the lead. This ra lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that the fracture of this ra lead was confirmed by lead tests, though the location and cause remained unknown.